Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) upon analysis it was reported that the high current drain condition was the result of excessive leakage internal to the c1 tantalum capacitor.

Event description:
It was reported that the device was prematurely at elective replacement indicator. The device is schedule for a replacement procedure. No patient complications have been reported as a result of this event.